Manufacturer narrative:
As received, device imaging showed that the device was programmed to a low field settings and battery voltage was above elective replacement indicator (eri) level during the entire implant duration. Eri was falsely triggered while device was still implanted due to autocapture being enabled and device was pacing at high output mode. Analysis was performed in nominal settings and no anomaly was noted other than voltage being at eri level. The total projected longevity is 6.18 years based on field settings, the device was implanted for 6.25 years, and it has already met the projected longevity, and is considered normal battery depletion. The reported event of premature battery depletion was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, an elective replacement indicator was noted on the device. The physician alleges premature battery depletion. The device was explanted and replaced. The patient was stable with no consequences.